Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running as high as 458 mg/dl. The customer treated with manual injection. The drive support cap appeared normal and recessed. The customer found air bubbles in the tubing and was assisted in priming them out. The customer reported that the insulin pump was rewound with the reservoir in place and was advised that this creates air bubbles and that air bubbles in the tubing can lead to high blood glucose. The customer was advised to change the set and monitor the issue.